Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient noted that a power port had a broken pin which prevented them from attaching a power source. A controller exchange was performed and on exchange patient reports immediate electrical fault alarm that continued. A manufacturer's representative conducted an inspection of the pump driveline connector, and the controller connector port. The driveline connector had no evidence of damage or contamination within the connector. The controller ((B)(4)) connector port did show some debris at the base of the pins. No cleaning of the driveline connector was needed. A controller exchange was performed. No further electrical faults occurred after the controller was exchanged. The controllers were not returned to manufacturer for evaluation. A review of the device's incoming inspection records indicated that the unit met all the internal requirements prior to the quality assurance release process. The most probable root cause of the reported "electrical fault alarm" cannot be conclusively determined; however it may be attributed to the debris at the base of the controller. Additionally, the most probable root cause of the reported "poor mechanical connection" event cannot be conclusively determined as the device was not returned; however, it may be attributed to a damaged pin within the power source connection, likely due to a combination of improper handling, material durability, and assembly interferences. The manufacturer has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient noted a broken pin on the power port which prevented them from attaching a power source. The patient performed a controller exchange and on exchange the patient reported immediate electrical fault alarms that continued. The patient was directed to go to the hospital and was admitted. A manufacturer's representative responded to the facility and conducted an inspection of the pump driveline connector, and the controller connector port. No cleaning of the driveline connector was needed. A controller exchange was performed. No further electrical faults occurred after the controller was exchanged. There was no reported patient injury as a result of this event. The controllers were not returned to manufacturer for evaluation.